Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. Following pre-dilation with a 2.50 x 12 balloon, the 3.50 x 28mm synergy xd drug eluting stent was implanted to treat the target lesion. Post deployment, it was noted that the proximal edge of the stent was pinched so another stent was implanted to complete the procedure. There were no patient complications.